Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3889-28, lot# j0444282v, implanted: (B)(6) 2004, product type: lead. Product ID 3889-28, lot# j0437440v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that since implant the patient hadn't been able to adjust so it just emptied their bladder and a little bit came out. The patient self-catheterized and then a lot came out. It was working but it was not working well and it may be that there was no piece of machinery that was going to help the patient. The patient had kind of accepted the situation. When the patient found out the problem they didn't even know how long they had it. It could have been 40 years or just a few years and they wouldn't have found out if they hadn't had a urinary tract infection (uti) and went to a urologist 10 years ago. It was just one of those things. Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.